Event description:
Product was returned for investigation. An exterior physical visual inspection was performed and passed. A voltage measurement was performed and failed.

Manufacturer narrative:
B5 product was returned for investigation. Exterior physical visual inspection: passed. Voltage measurement: failed. D9 ¿device available for evaluation returned to manufacturer. G6 ¿follow up 001. H2 ¿device evaluation. H3 ¿device evaluated by manufacturer evaluation summary attached. H6 ¿10, evaluation of actual/suspected device.

Manufacturer narrative:
B5 -product was returned for investigation. Exterior physical visual inspection: passed. Voltage measurement: failed. D9 ¿device available for evaluation returned to manufacturer. G6 ¿follow up 001. H2 ¿device evaluation. H3 ¿device evaluated by manufacturer. Evaluation summary attached. H6 ¿10, evaluation of actual/suspected device.

Event description:
Product was returned for investigation. An exterior physical visual inspection was performed and passed. A voltage measurement was performed and failed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.